Event description:
Follow up angiography taken after the successful stent deployment revealed that the stent was "slightly distal to the focal stenosis" in the left vertebral artery and the proximal end of the stent was in a narrow area of the vessel and had not fully expanded. A balloon catheter was unable to cross the proximal end of the stent and pushed the stent forward. A second stent was advanced to the target lesion and successfully deployed. Further angiography demonstrated "perfect placement of the stent". As intended, a stent was successfully placed to treat stenosis at the ostium of the right vertebral artery. The patient was discharged home the following day, and both stents were reported to be fully patient at follow up three months post procedure.

Manufacturer narrative:
Other for partially opened stent. The manufacturer was provided with product information pertaining to both the wingspan stents used in the procedure. However, the order in which the stents were placed was not specified, so both devices are being reported.